Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error which related to customer reported problem was found in event history log. Reported problem was able to be duplicated during occlusion test. The position pot was out of calibration. It's normal for size or position sensors of pump to be out of calibration after pump been used for a longer period of time. The root cause of the reported issue was found to be normal wear. Pump is over 2 years old. Actions were taken to mitigate the reported issue: performed maintenance and all functional testing.

Event description:
It was reported the device was under delivering the medication. No patient injury was reported.